Event description:
An unk sized quill product was used in an orthopedic case to close the retinacular layer. The surgeon stated that the pt experienced wound dehiscence and had to have an additional surgical procedure for closure. Md posted this on a surgeon to surgeon website, but did not report this to angiotech. Md stated that he was expressing his opinion regarding the product not filing an official complaint.

Manufacturer narrative:
The item and lot number for the product used by this physician was not disclosed. There were no samples returned for eval. Method: the device was not returned for eval. Furthermore, the model number, lot number and type or size of material used are unk. Furthermore, a review of the device history record could not be performed without the item/lot code info. Results: the device was not returned for eval. No product eval can be performed. The type of quill srs material was not disclosed. All material types and 510k numbers are as follows: pdo - size 2, 0 and 2-0 - k051609; pdo - 3-0 and 4-0 - k071989; pdo - 3-0 high density - k080680; pdo - 4-0 high density - k080985; ppn - k052373; monoderm - k072028; nylon - k052900. (B)(4) - unk item number, quill srs, size unk, material type unk.